Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level ranging from 434 mg/dl to 574 mg/dl; cause was unknown. Customer attempted to bring bg level down by delivering a bolus, eating less, and drinking fluids. Additionally, the customer went to the emergency room (ER) and was subsequently admitted to the hospital where an insulin drip was used to resolve the issue. Reportedly, the customer was released from the hospital on 10/14/2019 with no permanent damage.